Manufacturer narrative:
This report is submitted on october 28, 2022.

Event description:
Per the clinic, the patient was not using his device, so the device was electively explanted under a general anaesthetic on (B)(6) 2021.